Manufacturer narrative:
This report is submitted on march 12, 2021.

Event description:
Per the clinic, the patient was hospitalised and placed under a general anaesthestic on (B)(6) 2021, in order to undergo an integrity test.